Event description:
It was reported by the customer that during mattress warming, the "service indicator" light emitting diode (led) was illuminated. The device was not changed out. There were no reported adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Investigation in process, but not yet completed.